Manufacturer narrative:
Physio-control further evaluated the device and was able to duplicate the issue; however after further testing, no cause could be determined.  The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a replacement device. (B)(4).

Event description:
During a device update related to an open technical service update (tsu), it was reported that the customer¿s device was not delivering the appropriate level of defibrillation energy. As a result of the reported issue, the device may not have been able to deliver an effective defibrillation shock to a patient, if needed. There was no report of any patient use associated with the reported issue.